Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v711743, implanted: (B)(6) 2011, product type: lead. Product ID: 3095-10, serial# (B)(4)implanted: (B)(6) 2011, product type: extension. (B)(4)

Event description:
A healthcare provider (hcp) for a clinical study reported the patient had a loss of therapeutic effect; increased urinary leakage. The device was interrogated on (B)(6) 2013, and the results were abnormal; the device was noted to be off. The patient had gone through airport security and had her device turned off by airport security equipment before. The patient's device was reprogrammed. The event outcome was noted to be ongoing. Indication for use was reported as urinary dysfunction/sacral nerve stim. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the device was turned off by the airport security.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient experienced increased incontinence. Diagnostics performed were the patient's device was interrogated and found to be turned off.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 3889-28, lot# v711743, implanted: (B)(6)2011, product type: lead; product ID 3095-10, serial# (B)(4) implanted: (B)(6) 2011, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the outcome of the event was unresolved with no further action planned.